Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 1000mg/dl. The customer was experiencing unexplained high glucose for three days. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found no delivery and low reservoir alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a self, fixed prime and high pressure test and they passed. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.